Event description:
It was reported that the express biliary sd premounted stent implanted in the renal artery was found to be fractured six months post implant. At implant the stent was placed in the left renal artery via right groin approach. The lesion was 90% stenotic and non-tortuous with a smooth curvature. The vessel had uniform diameter. Placement of the stent was considered optimal and nothing unusual was observed during the procedure. The proximal end of stent was flush with the aorta. The right kidney was also treated during the procedure via axillary approach. Six months post implant the pt presented with high blood pressure, elevated creatinine, and restenosis of the lesion. Imaging revealed a fracture in the mid section of the stent placed in the left renal artery, with a 2-3 mm gap between stent segments. The proximal edge of the stent was observed to extend into the aorta by 1-2 mm. A new cordis 5 x 15 stent was successfully placed. Following placement of the new stent, the pt's condition was reported to be "fine."